Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable the manufacturing location was unknown. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device coupling tool side was worn-out. It was noted that the coupling tool side was heating and a heavy noise was coming from the device during use. It was further determined that the device failed pretest for check for untrue running. Check gripping power and function, check quick tool coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.